Event description:
It was reported that soon after the patient had a subcutaneous implantable cardioverter defibrillator implant they had a stroke. The sales representative was unable to confirm if the stroke was related to the implant procedure. No additional adverse events were reported at this time.